Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer changed the supplies to the pump. The customer's blood glucose (bg) level was in the 400 mg/dl range and was admitted to the hospital for diabetic ketoacidosis. The customer was treated with fluids, insulin and nausea medication. The customer was discharged 2 days later and was feeling better. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.